Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12010. It was reported the patient experiences heating and the area gets red when charging the ipg. A replacement charger was sent to the patient.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician.